Event description:
It was reported that prior to the use of a transcatheter bioprosthetic valve, the loading was performed by a certified nurse with no problems noted during the process. Visual and tactile inspection of the capsule was performed, and the valve seemed properly loaded. A misload was identified during a fluoroscopic loading check which was conducted while the system was inserted into the patient¿s abdominal aorta. The valve was not implanted. Both the valve and delivery catheter system (dcs) were replaced. No patient complications have been reported as a result of this event. Additional information was received to report the identified misload was a crown overlap which involved nodes 1-7 of the valve frame. It was clarified no deployment attempts were made with this dcs and valve; therefore, no infold of the valve frame occurred. When the misload was revealed, the dcs and valve were withdrawn from the patient and replaced. The replacement delayed the procedure by approximately ten minutes. Additional clarification was received that "patient anatomy was not related to the event, since the misload occurred due to the loading of the valve".

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. The initial medwatch report was conservatively submitted for an infold in the valve frame; however, an infold did not occur. Instead, additional information clarified a misload was identified. There is no evidence to suggest the device caused or contributed to a death or serious injury. Additionally, this device does not meet complaint criteria as there was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, useability or performance of the product. Updated data: b5. A second paragraph was added. H6. Device code was changed. Additional codes. Annex f was changed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the use of a transcatheter bioprosthetic valve, the loading was performed by a certified nurse with no problems noted during the process. Visual and tactile inspection of the capsule was performed, and the valve seemed properly loaded. A misload was identified during a fluoroscopic loading check which was conducted while the system was inserted into the patient¿s abdominal aorta. The valve was not implanted. Both the valve and delivery catheter system (dcs) were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34 (lot: 0012514795); product type: 0195-heart valves; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.